Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was explanted with leads due to due to complications. It was mentioned also 'defective lead'. The subject ICD will be returned for analysis.

Event description:
Reportedly, the subject ICD was explanted with leads due to due to complications. It was mentioned also 'defective lead'. The subject ICD will be returned for analysis.

Manufacturer narrative:
We were informed that finally they inactivated the entire system but the device and a-leads are still active.

Event description:
Reportedly, the subject ICD was explanted with leads due to due to complications. It was mentioned also 'defective lead'. The subject ICD will be returned for analysis.